Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip (B)(4). Note: manufacturer contacted customer on 4/9/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from non-fasting results obtained of 70, 50 and 51 mg/dl. The customer's expected non-fasting blood glucose test result range is 110 - 125 mg/dl; expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product was not stored according to specification - customer stated that he left the test strips in the car trunk overnight (8 - 9 hours) and the temperature was below 30 degrees. Customer states that since, the meter has been giving him low results. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).